Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving four different events. This is the fourth of four reports. Refer to 3011270181-2026-00041 for the first event. Refer to 3011270181-2026-00042 for the second event. Refer to 3011270181-2026-00043 for the third event. I t was reported the nurse received a patient onto the unit, from another unit, that did not have any feeding tube or corgrip in their nares. However, when this nurse was suctioning the patient's secretions, the nurse suctioned out a corgrip sr tether from the patient's throat." The patient had pulled the tube/corgrip prior to coming to [medical intensive care unit]. The nurse said he wasn't sure if it was the patient who pulled the tube/corgrip out or if it was a member of the nursing staff who might have removed the tube/corgrip. This nurse had no further information to provide.

Manufacturer narrative:
Component codes/4756 - appropriate term/code not available: monofilament the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 26-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury